Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The apex hole eliminator went through the pinnacle cup. Occurred during surgery.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. A search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a review of the device manufacturing records (DHR) was performed. Product code 121701054, work order (B)(4) was manufactured on 17-may-2021. (B)(4) parts were manufactured per specification and all raw materials met specification. There was no scrap associated with this lot. There was no material reprocessing reports (mrr) associated with this lot. There were no non-conformances associated with this lot. Due to no similar failures found in the DHR review, the root cause of the complaint cannot be determined. Should further information come available that impacts the findings in this investigation it will be reopened.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. A search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.